Manufacturer narrative:
The device was returned for evaluation and visual observation found damage to the top edges of the t25 drive feature on the screw. There is also a rod impression on the high part of the saddle. The screw and screw head are disassembled with the saddle in the down position. Possible causes include not properly rotationally aligning the driver with the screw shank causing excessive axial force on the screw shank forcing it to disassemble, not properly axially aligning the screw shank and instrument causing the distal tip of the rigid screwdriver to apply excessive force along the top of the screw shank while attempting to thread the screw head onto the driver, and not properly seating the screw shank into the screw head prior to locking the saddle. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that screw head dissociated from the screw intra-operatively. The rod, cap, and screw were removed and replaced.